Manufacturer narrative:
Final device analysis results revealed the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. The device is part of the affected serial number range for the kinetra broken wire bond recall.

Event description:
The device was returned for analysis after 47 months implant duration because the unit had returned to factory presets. The product was replaced with no pt complication reported.